Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "early or late postoperative, infection, and allergic reaction."

Event description:
It was reported patient underwent total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on an unknown date due to possible infection. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information. Product location unknown.

Event description:
It was reported patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to possible infection. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay event/revision date, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent total knee arthroplasty on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to possible infection. The tibial bearing was removed and replaced.